Event description:
It was reported that the pulse generator was repositioned due to migration. After the surgery, the device exhibited an error message. The message was cleared after a software reset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.